Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of an overheating receiver was not confirmed due to moistuer damage. A root cause could not be determined.